Manufacturer narrative:
5076-45 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, high threshold, no capture and elevated sensing integrity counter (sic) on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.